Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, atrial lead noise was observed. The patient was not pacemaker dependent. The lead was capped and replaced on (B)(6) 2019. The patient was stable.